Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to being off of the pump while entering the pump settings, the bg had elevated to over 600 mg/dl. A bolus was delivered to address the bg level. Upon follow-up, the customer had reconnected to the pump and the bg had decreased.